Manufacturer narrative:
Device was received and evaluated at service repair olympus japan. Device evaluation and inspection found the ig ( insertion guide) insertion unit coating is peeling. In addition, the a-rubber (bending section) adhesive part is found chipped. Insertion tube crushed, with scratches and insufficient angle was observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request for device perforated issue. The issue found during an unknown event. There is no patient involvement associated on this event. Device evaluation found the ig (insertion guide) coating is peeling. This report is being submitted for coating is peeling on the insertion guide unit.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the suggested event was due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.